Manufacturer narrative:
The customer¿s report of a texium leak was confirmed. Visual inspection under magnification of the received sample observed some of the threads within the texium valve's male luer end were not properly molded to the interior wall of the valve. The texium connector was visually inspected for cracks, deformations, or misassemblies. No other obvious issues or damages were observed with the received sample. During functional testing, it was observed that the connection was not able to be secured and the texium valve's luer threads started to protrude from the luer end of the valve. During functional testing the leak was reproduced in this area. The root cause of the leak was due to a molding error condition during the texium valve¿s manufacturing process. This was identified as an isolated event and the manufacturing teams notified. This reported event will continue to be monitored through our tracking and trending processes.

Event description:
It was reported that the texium leaked.

Event description:
It was reported that the texium leaked.

Manufacturer narrative:
The customer¿s report of a texium leak was confirmed. Visual inspection noted some of the threads within the male luer end of the texium component were not properly molded to the interior wall of the luer. An attempted connection of a mating component to the texium male luer end was not able to be secured and functional priming observed a leak from the unsecured connection. The root cause of the texium leak is due to a manufacturing error where the texium was not bonded properly to the male luer of the set.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the texium leaked.